Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a white screen error. The device was returned to the biomedical dept from an unk floor for an unspecified reason. Specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device displayed a white screen error. No additional information was provided.